Manufacturer narrative:
The complaint can be verified. The up button does not operate, and the connection of the up flex print is interrupted.

Event description:
On (B)(6) 2013, pt reported the up button on the infusion device does not function. She pressed the button several times to bolus and button is not flat but does not produce a vibration or beep when pressed. The infusion device was not dropped in the past 48 hours. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.